Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. Identification of issue has been done by analyzing problem description and service report. Based on the provided information, it has been clarified that the humidity marks could be seen inside the ventilator, on printed circuit boards. The technician disassembled and assembled internal components of the unit to resolve the problem. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).